Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the hp053 instrument emitted an error alarm. Another instrument was used to complete the case. There was no consequence to the pt.